Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula kinked event on 10-apr-2025 and 11-apr-2025. The event occurred three hours after insertion. The insertion site was thigh & upper buttocks. The infusion set was in use for about 4 hours. The blood glucose level was 505 mg/dl and the patient was treated with correction bolus via multiple daily injection (mdi) company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.